Event description:
It was reported on a medwatch 3500a that a recent follow-up suggested a dislodgement of the left ventricular lead. The lead was inactivated. After the patient began to have increasing symptoms of heart failure, arrangements were made to reposition the lead. The lead was found to be clearly dislodged, having retracted proximally. The lead was then removed and replaced. No further patient complications were reported as a result of this event, and it was noted that postoperatively, the patient had no difficulties.

Event description:
It was reported via a medwatch 3500a that a recent follow-up suggested a dislodgement of the left ventricular lead. The lead was inactivated. After the patient began to have increasing symptoms of heart failure, arrangements were made to reposition the lead. The lead clearly dislodged having retracted proximally. The lead was then removed and replaced. Postoperatively, the patient had no difficulties. Analysis of the device prior to discharge showed the pacing parameters remained satisfactory and stable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device model and serial number changed to reflect the left ventricular lead. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The proximal conductor was found to be cut, and the outer insulation was melted. Blood/body fluid was present on the distal conductor, and the lead exhibited apparent explant damage.